Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a line across the display was confirmed by baxter personnel during product evaluation. The root cause was assigned to a damaged main display. No repairs were made for the reported condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.09.92.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which there was a line across the liquid crystal display. The event occurred before use. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.